Manufacturer narrative:
Device evaluated by MFR.: investigation completed. The device was returned for evaluation. Device analysis noted contrast media or dried saline in the flexcil line. No issue was noted with the plunger. After the first rotation during the device locking mechanism test, the gauge did not return to 0. A test gauge was used to carry out the remaining functional tests and the unit passed all functional tests. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that the plunger was stuck. The target lesion was located in the vessel of the atrio ventricular fistula. Two 26 encore balloon catheter inflation devices were selected to inflate an unspecified balloon catheter. During procedure, the physician was unable to advance the plunger forward to inflate an unspecified balloon catheter. The physician opened a second inflation device however, the same issue was noted. Procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was stable. However, device analysis revealed that the gauge needle did not return to 0.